Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was patient movement related. G4 PMA/510(k)number was reported incorrectly on manufacturer device report 1220648-2024-24912.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support and during support, the patient became confused and pulled on their impella. The impella became malpositioned. The patient was stable without the pump support so the impella was explanted.